Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), memory impairment ("forgetfulness"), amnesia ("memory loss"), arthralgia ("hip pain"), inflammation ("inflammation"), trichorrhexis ("brittle hair") and onychoclasis ("brittle nails"). At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension, menstruation irregular, headache, migraine, nausea, fatigue, memory impairment, amnesia, arthralgia, inflammation, trichorrhexis and onychoclasis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, arthralgia, fatigue, genital haemorrhage, headache, inflammation, memory impairment, menstruation irregular, migraine, nausea, onychoclasis and trichorrhexis to be related to essure. The reporter commented: patient is scheduled to have devices removed along with a hysterectomy on (B)(6) 2018. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), the first episode of abdominal pain ("abdominal pain/ pain in the abdomen"), genital haemorrhage ("excessivc bleeding/ abnormal bleeding") and stillbirth ("pregnancy (stillbirth)") in an adult female patient who had essure (batch no. 927080, 27080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery, adhd, fibromyalgia, arthritis, arthritis, acid reflux (oesophageal), seasonal allergy, lasik eye surgery, multigravida, parity 2, sulfonamide allergy, stomach upset, nausea and vomiting. Previously administered products included for an unreported indication: mirena in 2010. Concomitant products included cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), omeprazole and pregabalin (lyrica). On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue/ extreme fatigue"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), pelvic pain ("pelvic pain/ pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dysmenorrhoea ("other (list)- dysmenorrhea"), mood swings ("mood swings"), food allergy ("foods allergy"), allergy to metals ("metal allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), depression ("depression"), rash ("rashes on ring finger/ wedding finger"), dermatitis ("dermatitis flaky scalp"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problem"), eye movement disorder ("left eye twitch"), irritable bowel syndrome ("ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("urinary incontinence") and arthritis ("arthritis"). On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), stillbirth (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), memory impairment ("forgetfulness"), amnesia ("memory loss"), arthralgia ("hip pain/ pain in the hips"), inflammation ("inflammation/ excessive inflammation"), trichorrhexis ("brittle hair/ dry brittle hair"), onychoclasis ("brittle nails/ dry brittle nails"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), dandruff ("dandruff"), myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), joint stiffness ("hip stiffness"), ovarian enlargement ("enlarged ovaries"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), musculoskeletal chest pain ("rib pain"), back pain ("back pain") and the second episode of abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy via davinci robot and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, stillbirth, menstruation irregular, headache, migraine, fatigue, memory impairment, amnesia, inflammation, trichorrhexis, onychoclasis, fibromyalgia, abdominal pain lower, feeling abnormal, alopecia, dandruff, myalgia, musculoskeletal stiffness, joint stiffness, ovarian enlargement, endometriosis, ovarian cyst, weight increased, pelvic pain, vaginal discharge, vaginal infection, dysmenorrhoea, mood swings, food allergy, allergy to metals, cystitis, urinary tract infection, rash, dermatitis, bladder disorder, urinary tract disorder, tooth disorder, eye movement disorder, irritable bowel syndrome, vaginal haemorrhage and menorrhagia outcome was unknown, the nausea, arthralgia, musculoskeletal chest pain and back pain had resolved and the anxiety and depression was resolving. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6)2013 and estimated date of delivery was (B)(6)2013. Potential fetal exposure to essure occurred during the began at week 8. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, bladder disorder, cystitis, dandruff, depression, dermatitis, device dislocation, dysmenorrhoea, endometriosis, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, food allergy, genital haemorrhage, headache, inflammation, irritable bowel syndrome, joint stiffness, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal chest pain, musculoskeletal stiffness, myalgia, nausea, onychoclasis, ovarian cyst, ovarian enlargement, pelvic pain, rash, stillbirth, tooth disorder, trichorrhexis, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms. Patient was scheduled for a procedure to remove the essure devices on (B)(6) 2018. An essure micro insert was placed in the right tubal ostia and noted to have 5 coils within the intrauterine cavity. In a similar fashion, the essure micro insert was then placed on the patient's left tubal ostia and was noted to have 3 coils. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: this time images revealed a normal contour of the uterus with no spillage of the dye over the essure micro-inserts. Suspect tubal ostia completely opacified.. Pregnancy test urine - on (B)(6)2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2019: plaintiff fact sheet- events mood swings, abnormal bleeding (vaginal), menorrhagia, pregnancy (stillbirth or (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metals/foods, infection (bladder/urinary tract/vaginal), psychological or psychiatric problems condition: anxiety, depression, rashes or skin conditions type: rashes on ring finger/wedding finger, dermatitis flaky scalp, bladder or urinary problems or changes, migraines / headaches, migration of essure device,nausea, dentalproblems, dysmenorrhea (cramping), vaginal discharge, vision/eye problems type: left eye twitch, gastrointestinal or digestive system condition type: ibs, fibromyalgia, hair loss, hip pain, rib pain and back pain were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and abdominal pain ('abdominal pain / mainly on left side') in an adult female patient who had essure (batch no. 27080-inv, 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery, adhd, fibromyalgia, arthritis, arthritis, acid reflux (oesophageal), seasonal allergy, lasik eye surgery, multigravida, parity 2, sulfonamide allergy, stomach upset, nausea and vomiting. Previously administered products included for an unreported indication: mirena in 2010. Concomitant products included cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), omeprazole and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue/ extreme fatigue"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), pelvic pain ("pelvic pain/ pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dysmenorrhoea ("other (list)- dysmenorrhea"), mood swings ("mood swings"), food allergy ("foods allergy"), allergy to metals ("metal allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), depression ("depression"), rash ("rashes on ring finger/ wedding finger"), dermatitis exfoliative ("dermatitis flaky scalp"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), tooth fracture ("teeth crumbling"), eye movement disorder ("left eye twitch"), irritable bowel syndrome ("ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("urinary incontinence") and arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding/ abnormal bleeding"), abdominal distension ("bloating"), stillbirth ("pregnancy (stillbirth)"), menstruation irregular ("irregular menstruation"), memory impairment ("forgetfulness"), amnesia ("memory loss"), arthralgia ("hip pain/ pain in the hips"), inflammation ("inflammation/ excessive inflammation"), trichorrhexis ("brittle hair/ dry brittle hair"), onychoclasis ("brittle nails/ dry brittle nails"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), dandruff ("dandruff"), myalgia ("muscle pain, sore muscles"), musculoskeletal stiffness ("muscle stiffness"), joint stiffness ("hip stiffness"), ovarian enlargement ("enlarged ovaries"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), musculoskeletal chest pain ("rib pain"), back pain ("back pain"), tooth loss ("teeth falling out"), dental caries ("before essure I never even had a cavity"), adnexa uteri pain ("ovarian pain"), dyspareunia ("sex hurts, I cramp for the next two days"), pruritus ("itching scalp") and menstrual disorder ("horrible period") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, full hysterectomy via davinci robot leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, abdominal distension, stillbirth, menstruation irregular, headache, migraine, fatigue, memory impairment, amnesia, inflammation, trichorrhexis, onychoclasis, fibromyalgia, abdominal pain lower, feeling abnormal, alopecia, dandruff, myalgia, musculoskeletal stiffness, joint stiffness, ovarian enlargement, endometriosis, ovarian cyst, weight increased, pelvic pain, vaginal discharge, vaginal infection, mood swings, food allergy, allergy to metals, cystitis, urinary tract infection, rash, dermatitis exfoliative, bladder disorder, urinary tract disorder, tooth fracture, eye movement disorder, irritable bowel syndrome, tooth loss, dental caries, adnexa uteri pain, dyspareunia and pruritus outcome was unknown, the nausea, arthralgia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, musculoskeletal chest pain, back pain and menstrual disorder had resolved and the anxiety and depression was resolving. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure began at week 8. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, bladder disorder, cystitis, dandruff, dental caries, depression, dermatitis exfoliative, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, food allergy, genital haemorrhage, headache, inflammation, irritable bowel syndrome, joint stiffness, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, musculoskeletal chest pain, musculoskeletal stiffness, myalgia, nausea, onychoclasis, ovarian cyst, ovarian enlargement, pelvic pain, pruritus, rash, stillbirth, tooth fracture, tooth loss, trichorrhexis, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms. Patient was scheduled for a procedure to remove the essure devices on (B)(6) 2018. An essure micro insert was placed in the right tubal ostia and noted to have 5 coils within the intrauterine cavity. In a similar fashion, the essure micro insert was then placed on the patient's left tubal ostia and was noted to have 3 coils. The patient tolerated the procedure well. Discrepancy noted in date of removal (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: this time images revealed a normal contour of the uterus with no spillage of the dye over the essure micro-inserts. Suspect tubal ostia completely opacified. Pregnancy test urine - on (B)(6) 2013: negative. Lot number: 927080 manufacturing date: 2011-12 expiration date: 2014-12 lot number # 27080 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ pain in the abdomen") and genital haemorrhage ("excessivc bleeding") in an adult female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, adhd, fibromyalgia, arthritis, arthritis, acid reflux (oesophageal), seasonal allergy, lasik eye surgery, multigravida, parity 2, sulfonamide allergy, stomach upset, nausea and vomiting. Previously administered products included for an unreported indication: mirena in july 2010. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue/ extreme fatigue"), memory impairment ("forgetfulness"), amnesia ("memory loss"), arthralgia ("hip pain/ pain in the hips"), inflammation ("inflammation/ excessive inflammation"), trichorrhexis ("brittle hair/ dry brittle hair"), onychoclasis ("brittle nails/ dry brittle nails"), fibromyalgia ("fibromyalgia"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dandruff ("dandruff"), myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), joint stiffness ("hip stiffness"), ovarian enlargement ("enlarged ovaries"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections") and dysmenorrhoea ("other (list)- dysmenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy via davinci robot). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, menstruation irregular, headache, migraine, nausea, fatigue, memory impairment, amnesia, arthralgia, inflammation, trichorrhexis, onychoclasis, fibromyalgia, abdominal pain lower, feeling abnormal, alopecia, dandruff, myalgia, musculoskeletal stiffness, joint stiffness, ovarian enlargement, endometriosis, ovarian cyst, weight increased, pelvic pain, vaginal discharge, vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, dandruff, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, inflammation, joint stiffness, memory impairment, menstruation irregular, migraine, musculoskeletal stiffness, myalgia, nausea, onychoclasis, ovarian cyst, ovarian enlargement, pelvic pain, trichorrhexis, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms. Patient was scheduled for a procedure to remove the essure devices on 29-mar-2018. An essure micro insert was placed in the right tubal ostia and noted to have 5 coils within the intrauterine cavity. In a similar fashion, the essure micro insert was then placed on the patient's left tubal ostia and was noted to have 3 coils. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-jun-2013: this time images revealed a normal contour of the uterus with no spillage of the dye over the essure micro-inserts. Suspect tubal ostia completely opacified.. Pregnancy test urine - on 26-jun-2013: negative. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet & medical record received. Lot number added. Event dysmenorrhea & medical history, drugs were added. Product, patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ pain in the abdomen") and genital haemorrhage ("excessivc bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue/ extreme fatigue"), memory impairment ("forgetfulness"), amnesia ("memory loss"), arthralgia ("hip pain/ pain in the hips"), inflammation ("inflammation/ excessive inflammation"), trichorrhexis ("brittle hair/ dry brittle hair"), onychoclasis ("brittle nails/ dry brittle nails"), fibromyalgia ("fibromyalgia"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dandruff ("dandruff"), myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), joint stiffness ("hip stiffness"), ovarian enlargement ("enlarged ovaries"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), weight increased ("weight gain"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infections"). At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, menstruation irregular, headache, migraine, nausea, fatigue, memory impairment, amnesia, arthralgia, inflammation, trichorrhexis, onychoclasis, fibromyalgia, abdominal pain lower, feeling abnormal, alopecia, dandruff, myalgia, musculoskeletal stiffness, joint stiffness, ovarian enlargement, endometriosis, ovarian cyst, weight increased, pelvic pain, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, dandruff, endometriosis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, inflammation, joint stiffness, memory impairment, menstruation irregular, migraine, musculoskeletal stiffness, myalgia, nausea, onychoclasis, ovarian cyst, ovarian enlargement, pelvic pain, trichorrhexis, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms. Patient was scheduled for a procedure to remove the essure devices on (B)(6)2018. Diagnostic results: following the requisite time period after implantation of essure patient had an hsg test. Most recent follow-up information incorporated above includes: on (B)(6)2018 : legal complaint received: reporter information, patient¿s lab data updated. Events extreme fatigue, pain in the abdomen, pain in the hips, dry brittle hair, dry brittle nails, excessive inflammation were clubbed with previously reported events. Events fibromyalgia, abdominal pain lower, feeling abnormal, alopecia, dandruff, myalgia, musculoskeletal stiffness, joint stiffness, ovarian enlargement, endometriosis, ovarian cyst, weight increased, pelvic pain, vaginal discharge, vaginal infection were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 27080-inv,927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery, adhd, fibromyalgia, arthritis, arthritis, acid reflux (oesophageal), seasonal allergy, lasik eye surgery, multigravida, parity 2, sulfonamide allergy, stomach upset, nausea, vomiting, flank pain, left lower quadrant pain, diarrhea, constipation, pelvic congestion syndrome, subchondral osteosclerosis, sacroiliitis, back pain, lumbago and pelvic pain female. Previously administered products included for an unreported indication: mirena in 2010, adderal, zyrtec and flonase. Concomitant products included cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), omeprazole and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue/ extreme fatigue"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), pelvic pain ("pelvic pain/ pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dysmenorrhoea ("other (list)- dysmenorrhea"), mood swings ("mood swings"), food allergy ("foods allergy"), allergy to metals ("metal allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), depression ("depression"), rash ("rashes on ring finger/ wedding finger"), dermatitis exfoliative ("dermatitis flaky scalp"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), tooth fracture ("teeth crumbling"), eye movement disorder ("left eye twitch"), irritable bowel syndrome ("ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), urinary incontinence ("urinary incontinence") and arthritis ("arthritis"). On an unknown date, the patient experienced stillbirth ("pregnancy (stillbirth)"), abdominal pain ("abdominal pain / mainly on left side"), genital haemorrhage ("excessivc bleeding/ abnormal bleeding/ unusual bleeding"), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation/unusual periods"), memory impairment ("forgetfulness"), amnesia ("memory loss"), arthralgia ("hip pain/ pain in the hips"), inflammation ("inflammation/ excessive inflammation"), trichorrhexis ("brittle hair/ dry brittle hair"), onychoclasis ("brittle nails/ dry brittle nails"), abdominal pain lower ("cramping"), foggy feeling in head ("brain fog"), dandruff ("dandruff"), myalgia ("muscle pain, sore muscles"), musculoskeletal stiffness ("muscle stiffness"), joint stiffness ("hip stiffness"), ovarian enlargement ("enlarged ovaries"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), musculoskeletal chest pain ("rib pain"), back pain ("back pain"), tooth loss ("teeth falling out"), dental caries ("before essure I never even had a cavity"), adnexa uteri pain ("ovarian pain"), dyspareunia ("sex hurts, I cramp for the next two days"), pruritus ("itching scalp"), menstrual disorder ("horrible period") and feeling abnormal ("feel like there is a baby kicking(flutters)/feels like there is a phantom baby") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, full hysterectomy via davinci robot leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, stillbirth, abdominal pain, genital haemorrhage, abdominal distension, menstruation irregular, headache, migraine, fatigue, memory impairment, amnesia, inflammation, trichorrhexis, onychoclasis, fibromyalgia, abdominal pain lower, foggy feeling in head, alopecia, dandruff, myalgia, musculoskeletal stiffness, joint stiffness, ovarian enlargement, endometriosis, ovarian cyst, weight increased, pelvic pain, vaginal discharge, vaginal infection, mood swings, food allergy, allergy to metals, cystitis, urinary tract infection, rash, dermatitis exfoliative, bladder disorder, urinary tract disorder, tooth fracture, eye movement disorder, irritable bowel syndrome, tooth loss, dental caries, adnexa uteri pain, dyspareunia, pruritus and feeling abnormal outcome was unknown, the nausea, arthralgia, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, musculoskeletal chest pain, back pain and menstrual disorder had resolved and the anxiety and depression was resolving. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure began at week 8. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, bladder disorder, cystitis, dandruff, dental caries, depression, dermatitis exfoliative, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, fibromyalgia, foggy feeling in head, food allergy, genital haemorrhage, headache, heavy menstrual bleeding, inflammation, irritable bowel syndrome, joint stiffness, memory impairment, menstrual disorder, menstruation irregular, migraine, mood swings, musculoskeletal chest pain, musculoskeletal stiffness, myalgia, nausea, onychoclasis, ovarian cyst, ovarian enlargement, pelvic pain, pruritus, rash, stillbirth, tooth fracture, tooth loss, trichorrhexis, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and feeling abnormal to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms. Patient was scheduled for a procedure to remove the essure devices on (B)(6) 2018. An essure micro insert was placed in the right tubal ostia and noted to have 5 coils within the intrauterine cavity. In a similar fashion, the essure micro insert was then placed on the patient's left tubal ostia and was noted to have 3 coils. The patient tolerated the procedure well. Discrepancy noted in date of removal (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: this time images revealed a normal contour of the uterus with no spillage of the dye over the essure micro-inserts. Suspect tubal ostia completely opacified. Pregnancy test urine - on (B)(6) 2013: negative. Lot number: 927080 manufacturing date: 2011-12 expiration date: 2014-12. Lot number # 27080 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("left coil could not be seen (2 coils seen 7 days earlier)") and paralysis ("palsy symptoms") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermoablation was performed during essure insertion" on (B)(6) 2015. The patient's medical history included vaginal bleeding on (B)(6) 2015. Concurrent conditions included nickel sensitivity and lower abdominal pain. Concomitant products included quetiapine fumarate (seroquel xr). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("strong lower abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("swelling, looks like being pregnant"), multi-vitamin deficiency ("vitamins are not absorbing well"), back pain ("worsen back pain"), arthralgia ("hip pain"), cardiac disorder ("strange heart symptoms"), paralysis (seriousness criterion medically significant) and dysmenorrhoea ("pain during menstruation (stronger than normal menstrual pain)"). The patient was treated with analgesics, diuretics and essure removal on (B)(6) 2018. At the time of the report, the device dislocation, multi-vitamin deficiency, cardiac disorder and paralysis outcome was unknown, the swelling, abdominal pain lower, back pain and arthralgia had resolved and the dysmenorrhoea had not resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, cardiac disorder, device dislocation, dysmenorrhoea, multi-vitamin deficiency, paralysis and swelling with essure. The reporter commented: she has to use diuretics continuously for swelling and many painkillers for pain. She also informed that the essure destroyed her life. Strong lower abdominal pain started on (B)(6) 2015, patient visited doctor on (B)(6) 2015. Left coil could not be seen. On (B)(6) 2015, pain was stronger. Since then, visiting doctors due to the pain. Vaginal bleeding stopped after thermoablation but pain continues. Weight did not increase after essure, therefore essure was not removed. Patient would like to have them removed and compensation for years of pain would be good. Follow-up from patient: exact location of essure implants was not checked before removal, they were obviously managed to remove. After surgery her inflammations recovered and the pain started to relieve. After surgery, many painkillers and diuretic medication were stopped. She was currently recovering from gallbladder surgery. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2015: left coil could not be seen. Hysteroscopy - on (B)(6) 2015: 03 essure coils on right side and 02 on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: follow-up from consumer: events added: strange heart symptoms, pain during menstruation and palsy symptoms. Reporter's comment updated. Outcome of events abdominal pain and swelling was changed to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and multiple episodes of abdominal pain ('abdominal pain', 'abdominal pain/ pain in the abdomen') in an adult female patient who had essure (batch no. 927080, 27080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery, adhd, fibromyalgia, arthritis, arthritis, acid reflux (oesophageal), seasonal allergy, lasik eye surgery, multigravida, parity 2, sulfonamide allergy, stomach upset, nausea and vomiting. Previously administered products included for an unreported indication: mirena in 2010. Concomitant products included cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), omeprazole and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue/ extreme fatigue"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), pelvic pain ("pelvic pain/ pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dysmenorrhoea ("other (list)- dysmenorrhea"), mood swings ("mood swings"), food allergy ("foods allergy"), allergy to metals ("metal allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), depression ("depression"), rash ("rashes on ring finger/ wedding finger"), dermatitis exfoliative ("dermatitis flaky scalp"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), tooth fracture ("teeth crumbling"), eye movement disorder ("left eye twitch"), irritable bowel syndrome ("ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("urinary incontinence") and arthritis ("arthritis"). On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessivc bleeding/ abnormal bleeding"), abdominal distension ("bloating"), stillbirth ("pregnancy (stillbirth)"), menstruation irregular ("irregular menstruation"), memory impairment ("forgetfulness"), amnesia ("memory loss"), arthralgia ("hip pain/ pain in the hips"), inflammation ("inflammation/ excessive inflammation"), trichorrhexis ("brittle hair/ dry brittle hair"), onychoclasis ("brittle nails/ dry brittle nails"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), dandruff ("dandruff"), myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), joint stiffness ("hip stiffness"), ovarian enlargement ("enlarged ovaries"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), musculoskeletal chest pain ("rib pain"), back pain ("back pain"), the second episode of abdominal pain ("abdominal pain"), tooth loss ("teeth falling out") and dental caries ("before essure I never even had a cavity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy via davinci robot and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, stillbirth, menstruation irregular, headache, migraine, fatigue, memory impairment, amnesia, inflammation, trichorrhexis, onychoclasis, fibromyalgia, abdominal pain lower, feeling abnormal, alopecia, dandruff, myalgia, musculoskeletal stiffness, joint stiffness, ovarian enlargement, endometriosis, ovarian cyst, weight increased, pelvic pain, vaginal discharge, vaginal infection, dysmenorrhoea, mood swings, food allergy, allergy to metals, cystitis, urinary tract infection, rash, dermatitis exfoliative, bladder disorder, urinary tract disorder, tooth fracture, eye movement disorder, irritable bowel syndrome, vaginal haemorrhage, menorrhagia, tooth loss and dental caries outcome was unknown, the nausea, arthralgia, musculoskeletal chest pain and back pain had resolved and the anxiety and depression was resolving. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure began at week 8. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, bladder disorder, cystitis, dandruff, dental caries, depression, dermatitis exfoliative, device dislocation, dysmenorrhoea, endometriosis, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, food allergy, genital haemorrhage, headache, inflammation, irritable bowel syndrome, joint stiffness, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal chest pain, musculoskeletal stiffness, myalgia, nausea, onychoclasis, ovarian cyst, ovarian enlargement, pelvic pain, rash, stillbirth, tooth fracture, tooth loss, trichorrhexis, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms. Patient was scheduled for a procedure to remove the essure devices on (B)(6) 2018. An essure micro insert was placed in the right tubal ostia and noted to have 5 coils within the intrauterine cavity. In a similar fashion, the essure micro insert was then placed on the patient's left tubal ostia and was noted to have 3 coils. The patient tolerated the procedure well. Discrepancy noted in date of removal (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: this time images revealed a normal contour of the uterus with no spillage of the dye over the essure micro-inserts. Suspect tubal ostia completely opacified.. Pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: dental problem replaced with event teeth crumbling, new event was added- falling out of my mouth and before essure I never even had a cavity. Reporter information added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and abdominal pain ('abdominal pain / mainly on left side') in an adult female patient who had essure (batch no. 27080-inv,927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery, adhd, fibromyalgia, arthritis, arthritis, acid reflux (oesophageal), seasonal allergy, lasik eye surgery, multigravida, parity 2, sulfonamide allergy, stomach upset, nausea and vomiting. Previously administered products included for an unreported indication: mirena in 2010. Concomitant products included cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), omeprazole and pregabalin (lyrica). On(B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue/ extreme fatigue"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), pelvic pain ("pelvic pain/ pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dysmenorrhoea ("other (list)- dysmenorrhea"), mood swings ("mood swings"), food allergy ("foods allergy"), allergy to metals ("metal allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), depression ("depression"), rash ("rashes on ring finger/ wedding finger"), dermatitis exfoliative ("dermatitis flaky scalp"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), tooth fracture ("teeth crumbling"), eye movement disorder ("left eye twitch"), irritable bowel syndrome ("ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("urinary incontinence") and arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage ("excessivc bleeding/ abnormal bleeding"), abdominal distension ("bloating"), stillbirth ("pregnancy (stillbirth)"), menstruation irregular ("irregular menstruation"), memory impairment ("forgetfulness"), amnesia ("memory loss"), arthralgia ("hip pain/ pain in the hips"), inflammation ("inflammation/ excessive inflammation"), trichorrhexis ("brittle hair/ dry brittle hair"), onychoclasis ("brittle nails/ dry brittle nails"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), dandruff ("dandruff"), myalgia ("muscle pain, sore muscles"), musculoskeletal stiffness ("muscle stiffness"), joint stiffness ("hip stiffness"), ovarian enlargement ("enlarged ovaries"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), musculoskeletal chest pain ("rib pain"), back pain ("back pain"), tooth loss ("teeth falling out"), dental caries ("before essure I never even had a cavity"), adnexa uteri pain ("ovarian pain"), dyspareunia ("sex hurts, I cramp for the next two days"), pruritus ("itching scalp"), menstrual disorder ("horrible period") and somatic symptom disorder of pregnancy ("feel like there is a baby kicking(flutters)/feels like there is a phantom baby") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, full hysterectomy via davinci robot leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, abdominal distension, stillbirth, menstruation irregular, headache, migraine, fatigue, memory impairment, amnesia, inflammation, trichorrhexis, onychoclasis, fibromyalgia, abdominal pain lower, feeling abnormal, alopecia, dandruff, myalgia, musculoskeletal stiffness, joint stiffness, ovarian enlargement, endometriosis, ovarian cyst, weight increased, pelvic pain, vaginal discharge, vaginal infection, mood swings, food allergy, allergy to metals, cystitis, urinary tract infection, rash, dermatitis exfoliative, bladder disorder, urinary tract disorder, tooth fracture, eye movement disorder, irritable bowel syndrome, tooth loss, dental caries, adnexa uteri pain, dyspareunia, pruritus and somatic symptom disorder of pregnancy outcome was unknown, the nausea, arthralgia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, musculoskeletal chest pain, back pain and menstrual disorder had resolved and the anxiety and depression was resolving. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2013 and estimated date of delivery was 1-nov-2013. Potential fetal exposure to essure began at week 8. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, bladder disorder, cystitis, dandruff, dental caries, depression, dermatitis exfoliative, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, food allergy, genital haemorrhage, headache, inflammation, irritable bowel syndrome, joint stiffness, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, musculoskeletal chest pain, musculoskeletal stiffness, myalgia, nausea, onychoclasis, ovarian cyst, ovarian enlargement, pelvic pain, pruritus, rash, somatic symptom disorder of pregnancy, stillbirth, tooth fracture, tooth loss, trichorrhexis, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms. Patient was scheduled for a procedure to remove the essure devices on (B)(6) 2018. An essure micro insert was placed in the right tubal ostia and noted to have 5 coils within the intrauterine cavity. In a similar fashion, the essure micro insert was then placed on the patient's left tubal ostia and was noted to have 3 coils. The patient tolerated the procedure well. Discrepancy noted in date of removal (B)(6) 2018 & (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: this time images revealed a normal contour of the uterus with no spillage of the dye over the essure micro-inserts. Suspect tubal ostia completely opacified.. Pregnancy test urine - on (B)(6)2013: negative. Lot number: 927080 manufacturing date: 2011-12 expiration date: 2014-12 lot number # 27080 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on(B)(6)-2020: social media received. Reporter added. Event: feel like there is a baby kicking(flutters)/feels like there is phantom baby added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and abdominal pain ('abdominal pain / mainly on left side') in an adult female patient who had essure (batch no. 927080, 27080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery, adhd, fibromyalgia, arthritis, arthritis, acid reflux (oesophageal), seasonal allergy, lasik eye surgery, multigravida, parity 2, sulfonamide allergy, stomach upset, nausea and vomiting. Previously administered products included for an unreported indication: mirena in 2010. Concomitant products included cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), omeprazole and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue/ extreme fatigue"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), pelvic pain ("pelvic pain/ pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dysmenorrhoea ("other (list)- dysmenorrhea"), mood swings ("mood swings"), food allergy ("foods allergy"), allergy to metals ("metal allergy"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), depression ("depression"), rash ("rashes on ring finger/ wedding finger"), dermatitis exfoliative ("dermatitis flaky scalp"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), tooth fracture ("teeth crumbling"), eye movement disorder ("left eye twitch"), irritable bowel syndrome ("ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("urinary incontinence") and arthritis ("arthritis"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage ("excessivc bleeding/ abnormal bleeding"), abdominal distension ("bloating"), stillbirth ("pregnancy (stillbirth)"), menstruation irregular ("irregular menstruation"), memory impairment ("forgetfulness"), amnesia ("memory loss"), arthralgia ("hip pain/ pain in the hips"), inflammation ("inflammation/ excessive inflammation"), trichorrhexis ("brittle hair/ dry brittle hair"), onychoclasis ("brittle nails/ dry brittle nails"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), dandruff ("dandruff"), myalgia ("muscle pain, sore muscles"), musculoskeletal stiffness ("muscle stiffness"), joint stiffness ("hip stiffness"), ovarian enlargement ("enlarged ovaries"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), musculoskeletal chest pain ("rib pain"), back pain ("back pain"), tooth loss ("teeth falling out"), dental caries ("before essure I never even had a cavity"), adnexa uteri pain ("ovarian pain"), dyspareunia ("sex hurts, I cramp for the next two days"), pruritus ("itching scalp") and menstrual disorder ("horrible period") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, full hysterectomy via davinci robot leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, abdominal distension, stillbirth, menstruation irregular, headache, migraine, fatigue, memory impairment, amnesia, inflammation, trichorrhexis, onychoclasis, fibromyalgia, abdominal pain lower, feeling abnormal, alopecia, dandruff, myalgia, musculoskeletal stiffness, joint stiffness, ovarian enlargement, endometriosis, ovarian cyst, weight increased, pelvic pain, vaginal discharge, vaginal infection, mood swings, food allergy, allergy to metals, cystitis, urinary tract infection, rash, dermatitis exfoliative, bladder disorder, urinary tract disorder, tooth fracture, eye movement disorder, irritable bowel syndrome, tooth loss, dental caries, adnexa uteri pain, dyspareunia and pruritus outcome was unknown, the nausea, arthralgia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, musculoskeletal chest pain, back pain and menstrual disorder had resolved and the anxiety and depression was resolving. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure began at week 8. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, bladder disorder, cystitis, dandruff, dental caries, depression, dermatitis exfoliative, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, food allergy, genital haemorrhage, headache, inflammation, irritable bowel syndrome, joint stiffness, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, musculoskeletal chest pain, musculoskeletal stiffness, myalgia, nausea, onychoclasis, ovarian cyst, ovarian enlargement, pelvic pain, pruritus, rash, stillbirth, tooth fracture, tooth loss, trichorrhexis, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, vaginal discharge and infections, and ovarian cysts, among other symptoms. Patient was scheduled for a procedure to remove the essure devices on (B)(6) 2018. An essure micro insert was placed in the right tubal ostia and noted to have 5 coils within the intrauterine cavity. In a similar fashion, the essure micro insert was then placed on the patient's left tubal ostia and was noted to have 3 coils. The patient tolerated the procedure well. Discrepancy noted in date of removal (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: this time images revealed a normal contour of the uterus with no spillage of the dye over the essure micro-inserts. Suspect tubal ostia completely opacified.. Pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted in social media she had (event added:) ovarian pain, dyspareunia, itching scalp. She used diet two years after essure removal, 6 pounds in a month. Horrible periods resolved after hysterectomy.fu 13,14 and 15 processed together. On 23-mar-2020: plaintiff fact sheet received: reporter was added. On 23-mar-2020: social media received. Reporter's information added.fu 13,14 and 15 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.